Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output on the right atrial connector on an external pulse generator (epg) was not working. It was also reported that the output was unable to be verified. It was further reported that the reusable thumbscrew cable was missing also. The caller was provided with instructions to verify the test output was measured correctly. The device is expected to be returned for repair. There was no patient involvement.